Event description:
It is reported that the screws were implanted and x-rays were taken to confirm the lengths. It was then that the surgeon noticed the screws were the incorrect length. New screws were implanted.

Manufacturer narrative:
Eval summary: the reported screws were not returned as they were scrapped. Cause cannot be definitely determined. Review of the device history records was possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.